Event description:
It was further reported that the pt was enrolled into the program in 2004. Target lesion 1 was located in the distal anastomosis of the svg to distal lad with 90% stenosis and was 10mm long with a reference vessel diameter of 2.5mm. Target lesion 1 was treated with cutting balloon angioplasty and a 2.5x12mm taxus stent, with 0% residual stenosis. During this procedure, the ostial left cx was also treated with balloon angioplasty. The pt was discharged four days later on asa and plavix therapy. About two and half months later, patient was admitted with left-sided chest pain radiating to the left shoulder. The pt's cardiac enzymes were elevated, but did not meet guideline definition of an mi. The site reports myocardial infarction based on elevated troponin levels. Ck and ck-mb samples were not drawn. Coronary angiography revealed: lvef 30% with severe anterior basal hypokinesis and inferior basal akinesis, lmca - calcified 100% ostial stenosis, lad - discrete 75% and calcified 100% proximal stenoses; diffuse 30% mid stenosis, lcx - discrete 100% ostial stenosis, rca - calcified 95% proximal stenosis; generic 45% and calcified 100% and 45% mid stenoses; calcified 85% stenosis; ostial rpda; calcified 100% stenosis proximal rpda, svg to om - patent, svg to lad - patent, with patent stent at distal anastomosis. No coronary intervention was performed at this time. In the opinion of the physician the relationship of the event to the taxus stent is "not related." Chest x-rays dated six days later revealed diffuse and increasing pulmonary edema. Per source documents, patient was transferred to hospice care the following day; dialysis was discontinued and comfort measures were put into place. The pt expired two days later; an autopsy was not performed. In the opinion of the physician there is no target vessel involvement in the death.

Event description:
Clinical study: it was reported that in 2004, the pt suffered a myocardial infarction and ten days later, the pt expired. The lesion being treated was in a 2.5 mm svg to the left anterior descending (lad) artery. The lesion was predilated with a cutting balloon. The physician deployed the taxus express2 8.8% 2.5 x 12 mm drug eluting stent. The cause of death is end stage renal disease.